Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where the wire led to a perforation. The primary operator was managing the delivery system (ds) and wire during crossing. A 26fr dry seal and a steerable introducer were used to place the wire, and wire placement was smooth (no pigtail used). The initial guidewire placement was at the posterior-ps comm and the guidewire was sitting at ps comm when the perforation occurred. An abrupt change in direction of the steerable introducer was observed, with noted interaction with the posterior wall. Curl was riding posterior wall with curl facing anterior/towards rvot. The 33fr dilator was only inserted halfway until at annulus. There was no intentional push on the guidewire to obtain height and/or navigational maneuvers with excess force already on the guidewire. After crossing, no extreme wire pressure was noted on fluoroscopy. It is unclear whether the angle from the svc to the tva or the posterior position contributed. Primary flex was added and looked deep so the ds was pulled back. Then 1.75 primary was added but was not translating, and kept pulling back wire to cross valve. Further depth was achieved by pulling the wire. The wire did not look like it was entangled on fluoro. The primary flex translated and got deeper, and a perforation was subsequently identified. The team immediately noticed and started CPR. The curl and 5cm of straight portion of wire out of nosecone were noted when the perforation occurred. The nosecone got pushed through ventricle on anterior since wire was posterior during case. However, CPR was administered with the ds in place, so potential ds shift during compressions cannot be excluded. Surgical repair of the perforation was performed, and a surgical ring was placed in the tricuspid valve. The patient was reported to be doing well and in stable condition. The patient had a flail valve leaflet and a history of chronic corticosteroid use, with an additional steroid dose administered on the morning of the procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.